Event description:
Patient reported "contracture, seroma and hard breast" and "recall" against left side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Patient reported baker grade iii "contracture, seroma and hard breast" and "recall" legal counsel additionally reported "the patient started to feel intense muscular pain and mammary discomfort, besides varied inflammations, consequently, ¿vitality decrease¿ (as reported).""daily complaints of breast pain and difficulty to breastfeed the small son""radial folds, compatible with folds, on implants interior" "small liquid quantity around the implants." "Patient suffers with pain, nodule development, cysts, and mammary lymph node." "Patient also initiated a ¿intense panic crisis and anxiety¿ "the patient started to feel intense muscular pain and mammary discomfort, besides varied inflammations, consequently, ¿vitality decrease¿ "feeling discomfort to perform the daily activities (not just exercises), with difficulty in some recumbency" this is for the left side device. Device remains implanted.

Event description:
Patient reported baker grade iii "contracture."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, g.1, h.6.